Event description:
It was reported that during preventative maintenance the external pulse generator displayed an error. The error was unable to be duplicated. The error was cleared and the device was restored to service. No patient involvement was reported in this event.

Manufacturer narrative:
Although the call came from a children's hospital account there is no specific patient attached to the call/complaint that would make this event be processed as a 30d pediatric event. The event has been typed as a bimonthly and processed accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.